Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave the following blood glucose results taken on the meter within 10 minutes. A 546mg/dl 6:24pm hi, which on the system indicates a result in excess of 600 mg/dl 6:25pm, 152mg/dl 6:28pm, 236mg/dl 6:29pm, 145mg/dl 6:33pm, 127mg/dl 6:34pm, 117mg/dl 6:35pm, 115mg/dl 6:36pm. No adverse events reported. A request was made for the return of the meter and strips, replacement sent.